Event description:
On (B)(6) 2013, the lay user/patient in the us contacted lifescan to report the onetouch ultrasmart meter was giving inaccurately low readings compared to his expected results. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The patient reported that for two to three months, he obtained blood glucose readings on the reported meter that were inaccurately low compared to his expected values. The patient managed his diabetes with oral medications, diet and exercise. On (B)(6) 2013 the patient experienced the symptoms of headache, tiredness and vomiting. While symptomatic, the patient obtained the blood glucose readings of 110 mg/dl and 98 mg/dl on the reported meter. The patient took the action of consuming food and/or a drink, and went to the urgent care clinic. At 6:00 pm, the patient¿s blood glucose level was tested with an hcp meter to be 425 mg/dl, and he was treated with 20 units novolog insulin. Troubleshooting revealed the patient¿s test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient¿s testing technique was incorrect by using expired product. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia and received emergency medical attention and treatment with insulin after this occurred, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.